Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis and unchanged mitral valve insufficiency/regurgitation cannot be determined; however, mitral stenosis and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an additional mitraclip procedure performed to treat functional mitral regurgitation (mr) and a previously implanted single leaflet device attachment (slda) xtw clip (30905a1009), with a grade of 4+ and a mean pressure gradient of 1mmhg. One xtw clip was inserted and successfully implanted. It was noted the gradient increased to 3mmhg. To further reduce mr, a second xtw clip (30920r2006) was inserted and deployed on the mitral valve. However, mr was unchanged, and the gradient increased to 6mmhg. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.